Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Section b5 has been corrected and should be reported as: the manufacturer received information alleging pneumonia related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part and internal part of the device and observed unknown white and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air input of the blower box. Unknown silver hairs or fibres and some water or liquid spots at the air input of the blower box. Light gray film of unknown contamination throughout the inside of the enclosure and on top of the blower box. Unknown dust-like contamination on top of the blower motor and the blower motor seal. Potential mineral deposits or dried liquid spots on the bottom of the blower motor and on the bottom of the blower box, indicating potential water ingress. Black contamination, consistent with keratin, at the air outlet of the blower box, tiny unknown black (inconsistent with degraded sound abatement foam) and white specs of contamination on the bottom the blower box. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, but dust or dirt contamination were observed and are consistent with being from an external source. Section h6 health effect clinical code was updated and corrected in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.